Manufacturer narrative:
(B)(4). Date sent: 10/10/2023. D4: batch # 491c90. Investigation summary. Surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60m reload loaded on the device. The reload was received partially fired 1/16 and some pockets of the inner row on both sides were damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It also is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 491c90, and no non-conformances were identified.

Event description:
It was reported that during the procedure, the psee60a stapler would not fire with the ecr60m reload. Another psee60a stapler was used with a gst60w or gst60b to successfully complete the procedure. No patient harm.